Event description:
A sensor error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced a loss of consciousness and excessive saliva leading to choking. Emergency medical service (ems) was called, and the customer was taken to the hospital where they received two injections of d50, intravenous (IV) fluids (unknown), amlodipine, hydrochlorostatic, diloxin, simvastatin, and diclofenac for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. A visual inspection of the returned applicator revealed no issues; the applicator was fired correctly. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 1, indicating it remained in the factory state. No insertion failure events were detected. Additionally, a visual inspection of the sensor plug assembly was performed, and no failure modes were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed to use due to no insertion failures, which is evidence that user did not activate the sensor. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the product was reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.